Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms the data presented in the literature review article indicates that a patient with a preoperative varus of 13° and a postoperative varus of 5° at 2 years post tka, experienced aseptic loosening of the tibial baseplate. It is unknown what treatment was performed. Without clinically relevant patient-specific supporting documentation a thorough medical investigation cannot be performed, and the patient outcome beyond that which is documented in the article cannot be confirmed. Therefore, no further clinical assessment is warranted at this time. Factors and/or some potential probable causes that could contribute to the reported event have been identified as but not limited to abnormal motion over time, bone degeneration, design of device, fit/sizing, lack of ingrowth, lifetime of device, and traumatic injury. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported in the publication"does postoperative mechanical axis alignment have an effect on clinical outcome of primary total knee arthroplasty? A retrospective cohort study that journey ii bcs posterior stabilized prosthesis (smith &nephew inc., memphis, tn) was implanted to 172 patients. One aseptic loosening of the tibial baseplate was found in a patient with a preoperative varus of 13° and a postoperative varus of 5° at 2 years. Treatment for this complication is unknown.